Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd plastipak¿ concentric luer lock syringe was found with the plunger rod broken/ damaged. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: defect: foreign matter- stopper. Three pictures have been received for investigation. Inspection of the three pictures confirmed a piece of stopper inside the syringe. DHR of lot 1708220 has been reviewed not finding any annotation or deviation regarding the alleged defect. The extra piece of stopper is a residual trim hairs/flash from stopper. Stoppers are supplied by external supplier so a definitive root cause cannot be determined. Complaint has been submitted to stopper supplier. Final products in this manufacturing line are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Sub-process visual inspection functional inspection assembly 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet and once in last pallet of the lot primary packaging 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot secondary packaging 1 shelf-package per pallet n/a investigation conclusion: the extra piece of stopper is a residual trim hairs/flash from stopper. Stoppers are supplied by external supplier so a definitive root cause cannot be determined. Complaint has been submitted to stopper supplier.